Event description:
It was reported that the patient had high impedance on system diagnostics a couple weeks ago. Per the reporter, the patient has not had any recent trauma. The patient's family reports an increase in seizures and states that the magnet does not abort the seizures as it used to. Patient was referred for surgery, but it has not occurred to date.

Manufacturer narrative:
Device failure is suspected.